Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction mentioned on b5 was found during the device evaluation. Based on the results of the investigation, the observed foreign material in the lightguide lens and insertion tube could not be identified. A definitive root cause of the issues could not be determined, however, it is likely that the lightguide lens adhesive was damaged/peeled due to physical stress such as an impact and or chemical stress due to solutions used, allowing humidity to enter the lens and resulting in corrosion/stain. Since the foreign material was not on the outside of the device, the material was not removed during reprocessing. Additionally, the foreign material observed in the insertion tube was likely the result of insufficient device reprocessing due observed leakage at the biopsy plug. The event can be detected/prevented by following the instructions for use: detection method in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. Preventive measure in evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The evis exera duodonovideoscope had a foreign material on light guide lens and connecting tube. There were no reports of patient involvement.